Manufacturer narrative:
A beckman coulter field service engineer was not dispatched because customer technical support (cts) was able to troubleshoot the leak with the customer over the phone. The customer drained the wbc (white blood cell) bath and ran the instrument. The instrument was giving vacuum errors and the wbc bath continued to overflow. Cts instructed the customer to replace the vacuum filter. The customer replaced the vacuum filter and the instrument ran without any leaks or errors. The customer ran the instrument to verify that it was running without any leaks or errors. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was at the white blood cell (wbc) bath of the instrument. The volume of the leak was about 2 ml and was not contained within the instrument. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.